Manufacturer narrative:
(B)(4). Additional information: additional information was requested and the following was obtained: did clip not close on tissue (unformed or partially formed clip)? Partially formed clip did clip fall off of tissue after applied? My doctor used another tool to pull out.(grasper, dissector). Was there any patient consequence? No because my doctor open new clip.

Event description:
It was reported that during an unknown procedure, the clip would not bite. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did clip not close on tissue (unformed or partially formed clip)? Did clip fall off of tissue after applied? Was there any patient consequence? Did same issue occur with all three devices (clip does not bite)? The er420 device was received in good visual condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.